Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a partial display. The customer¿s blood glucose was 11.0 mmol/l at the time of incident. Customer stated that the insulin pump. Buttons were hard to press and works intermittently. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a line on the lcd screen and it's blank in that line area. Customer also mentioned issue with air bubbles on reservoir. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.